Event description:
This report is based on information provided by philips (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl device indicating that the operation checks failed. There was reportedly no patient involvement. The fse evaluated the device on site. The fse change the device settings, and the device was returned to full functionality. The device turns on normally and passed operation check successfully. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was the device settings that were changed by the fse. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.